Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-rays were received. From a medical perspective, based on the information available to be reviewed in the medical records, the complaint is unlikely to be product related. No findings are being reported from the radiograph review. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4) notifications received: persistant pain, withrdrawal of femoral and tibial components.clinical (B)(4) received. Patient was revised to address pain.